Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - e0122 movement disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, upon awakening, the patient observed a cgm reading of 300 mg/dl. Because the patient had not eaten the previous evening, the reading was questioned and verified with a fsbg reading of 99 mg/dl. At that time, the tandem mobi insulin pump was operating in automated mode and actively delivering insulin. Approximately 30 minutes later, the patient's cgm reading displayed low. The patient performed a confirmatory fingerstick blood glucose (fsbg) test, which showed 21 mg/dl. The patient subsequently experienced symptoms consistent with hypoglycemia, including shakiness and inability to control hand movements. The patient's husband was present and administered three glucose tablets orally. No medical intervention was required. They managed her condition at home and her condition improved approximately 6¿7 hours later. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c and a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.